Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was in coma and hospitalized on (B)(6) 2019 due to high blood glucose level of 788 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they fell asleep and did not noticed that insulin pump was on floor and not connected which lead to event. The customer accidently knocked out his sensor. Based on customer report customer does not allege insulin pump was under delivering. The customer declined to do any further troubleshooting over the incident. The insulin pump will not be returned for analysis.